Event description:
On 10/22/98, the intl distributor informed the MFR via a faxed report of the following: the shelf life of the product was less than one (1) year (expiration date: 6/99). No further details were provided.